Event description:
It was reported after scan was performed on the lead, externalized conductors were observed. It was also noted that the r wave amplitude has been decreasing. Lead was explanted and replaced.